Event description:
It was reported that the ilet screen was cracked, the display became unusable, and the user experienced difficulty operating the device after the damage occurred. Symptoms included no injury. Outcomes included interruption of device use and temporary transition to an alternative insulin therapy. Investigation included visual confirmation of the cracked screen via user-supplied photo and verification of device identifiers and shipping information. Investigation of this case revealed physical damage to the display consistent with a cracked screen that rendered the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.